Event description:
It was reported that a balloon rupture occurred. A 6.0 x 40 x 75 cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 20 atmospheres. However, during the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination was performed on the returned mustang device. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination identified a longitudinal tear in the balloon material, the tear was noted to begin approximately 3mm proximal to the proximal edge of the proximal markerband and extended distally across the balloon material for approximately 41mm in length. No issues were noted with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 40 x 75 cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 20 atmospheres. However, during the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.